Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-may-2024. The most recent information was received on 06-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 51 year-old female patient who had essure inserted (lot no. E36574) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included lamaline (caffeine, papaver somniferum latex, paracetamol) and cymbalta (duloxetine hydrochloride). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("a few weeks after insertion, onset of fatigue (becoming chronic)"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), migraine ("migraines"), a first episode of myalgia (" muscle pain"), a second episode of myalgia ("muscle pain"), back pain ("lumbar pain"), neck pain ("neck pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), aphasia ("aphasia"), thinking abnormal ("feeling of hampered thinking"), brain fog (" brain fog"), paraesthesia ("paraesthesia"), burning sensation (" burning sensation in the body"), heavy menstrual bleeding ("heavy periods"), gingivitis ("chronic gingivitis"), loose tooth ("loose teeth"), dry mouth ("dry mouth"), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("mucous membranes"), nausea ("nausea"), general physical health deterioration ("decreased general physical condition") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to fatigue, cognitive disorder, sleep disorder, pelvic pain, weight increased, migraine, the first episode of myalgia, the second episode of myalgia, back pain, neck pain, tinnitus, dizziness, balance disorder, memory impairment, disturbance in attention, aphasia, thinking abnormal, brain fog, paraesthesia, burning sensation, heavy menstrual bleeding, gingivitis, loose tooth, dry mouth, dry eye, dry skin, mucosal dryness, nausea, general physical health deterioration or fibromyalgia. The reporter commented: occurrence period: between 2017 to the present. All these symptoms have become chronic. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Batch no. E36574, manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jun-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 28-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. E36574) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included lamaline (caffeine, papaver somniferum latex, paracetamol) and cymbalta (duloxetine hydrochloride). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("a few weeks after insertion, onset of fatigue (becoming chronic)"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), migraine ("migraines"), a first episode of myalgia (" muscle pain"), a second episode of myalgia ("muscle pain"), back pain ("lumbar pain"), neck pain ("neck pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), aphasia ("aphasia"), thinking abnormal ("feeling of hampered thinking"), brain fog (" brain fog"), paraesthesia ("paraesthesia"), burning sensation (" burning sensation in the body"), heavy menstrual bleeding ("heavy periods"), gingivitis ("chronic gingivitis"), loose tooth ("loose teeth"), dry mouth ("dry mouth"), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("mucous membranes"), nausea ("nausea"), general physical health deterioration ("decreased general physical condition") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to fatigue, cognitive disorder, sleep disorder, pelvic pain, weight increased, migraine, the first episode of myalgia, the second episode of myalgia, back pain, neck pain, tinnitus, dizziness, balance disorder, memory impairment, disturbance in attention, aphasia, thinking abnormal, brain fog, paraesthesia, burning sensation, heavy menstrual bleeding, gingivitis, loose tooth, dry mouth, dry eye, dry skin, mucosal dryness, nausea, general physical health deterioration or fibromyalgia. The reporter commented: occurrence period: between 2017 to the present. All these symptoms have become chronic. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.